Event description:
It was later reported that the patient was transplanted, not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient was upgraded on the heart transplant list due to worsening right ventricle dysfunction. The right ventricular dysfunction existed prior to left ventricular assist device implant, and it was reported that a device related issue did not cause or contribute to the right ventricular dysfunction. The patient underwent a heart transplant on (B)(6) 2023. It was reported that (B)(6) would not be returned for evaluation. The device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient was explanted. Additional information was provided that patient was upgraded on the transplant list due to right ventricular dysfunction. It was reported that a device related issue did not contribute to the worsening right heart failure and the device operated as expected. The patient did have right heart failure prior to left ventricular assist device (lvad) implant, but the patient's right ventricular dysfunction was worsening.